Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's active exhalation control module tubing, internal battery connector and speaker connectors were reconnected to address the issues. The device appears to have been tampered with. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's blower bellows was replaced to address the issue.